Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a miniarc bladder sling on (B)(6) 2009 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Plaintiff¿s attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, suffered emotional distress, and debilitation.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.